Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on ((B)(6) 2020)') in a female patient who had essure inserted. In march 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on ((B)(6) 2020)). Essure was removed in february 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforated essure device") and pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required) and pelvic pain (seriousness criterion medically important). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of fallopian tube perforation was unknown. The reporter considered fallopian tube perforation and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 1905. Discrepancy noted in essure removal date: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: aberrantly positioned right-sided essure device, as above. Given location, this may represent either myometrial location or an extrauterine location. These findings were discussed at the time of the procedure with the ordering provider with a determination to proceed with a same-day pelvic ultrasound for confirmation of location. Normally patent rightsided fallopian tube; on (B)(6) 2011: satisfactory bilateral tubal occlusion status post essure placement. Third essure device that appears ectopically positioned. Likely within the uterine fundal myometrium. Contour irregularity along this region of the endometrial cavity likely represents scar tissue. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 19-jul-2022: medical record received. Event medical device removal was replaced with event perforation of organ. Reporter ,lab data updated. Essure removal date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on ((B)(6) 2020)') in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on ((B)(6) 2020)). Essure was removed in (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.